Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties could not be confirmed as the filtration element and barewire were the only devices returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the unspecified stent delivery system (sds) was advanced too close to the nav6 filter causing the tip of the sds to catch on the proximal neck of the filtration element resulting in the filter moving back with the sds during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified mildly tortuous left internal carotid artery. A non-abbott introducer was used with an emboshield nav6 embolic protection system (eps), and the filter was deployed. When removing an unspecified stent delivery system, the filter was inadvertently moved. The eps was removed, and a new emboshield nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.